Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician contacted a field representative and stated a patient had successful anti-tachycardia pacing (atp), then asystole after which the patient received a shock. The field representative contacted boston scientific technical services (ts) to inquire how this sequence of events may have occurred. No patient data was given to the field representative. Ts noted that the device does not function in this manner and commented that after normal atp the device goes into redetect and goes back to normal brady pacing. Ts noted that may have been oversensing and inhibition for this pacemaker dependent patient who also has complete heart block. Ts noted that further details would be needed as the events did not correlate with normal device function. The field representative was unable to obtain further information from the physician.